Manufacturer narrative:
(B)(4). Reoperation (surgical intervention); post operative bleeding.

Event description:
According to the reporter, during the procedure, the device broke several times. The surgeon finished the operation with different threads but the patient showed adverse reactions three hours after surgery and had to be sent back to the operating room for a re-operation. There was a confirmed anastomotic leakage and bleeding due to the broken suture. Additional information has been requested but not yet received.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos of a device. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection of the photos noted that a sealed product was depicted. The product depicted in the photos received by was found to meet quality release specifications; however, the reported condition was confirmed. Unfortunately, since no sealed samples were received, a tensile strength test could not be performed. The most likely root cause for the observed failure is resulting from excessive tension on the suture or improper handling of the suture. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: it was reported that during the vascular anastomosis procedure, the thread broken. The surgeon used for reinforcement suture. The issue occurred during the vascular anastomosis procedure. The patient is fine currently. The suture was removed from the patient.